Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, pause episodes were noted on the device. The review of the episodes exhibited noise artifact and baseline shift due to device migration in the pocket which indicates the false pause episodes due to under sensing. No further symptoms reported for the patient. Further information was requested but not yet available.